Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an inoperative crystal, designator y1, on the single board computer.

Event description:
The customer contacted physio-control to report that their device was not completing the boot up process. When they attempt to power the device on, the display remains black. The power led illuminates and then goes out. As a result, defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.